Event description:
The customer reported that the sys exhibited a lock up. No pt or user injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The gib pcb was evaluated and replaced. The sys was tested and found to be working as intended and returned to svc.